Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the 12 lead analysis is inconsistent between monitors leading to potential incorrect diagnosis and delay in treatment or incorrect treatment. A patient was wrongly sent to the cath lab based on the 12-lead ECG analysis. The patient was sent to the cath lab for urgent coronary angiogram, however, it was not needed.

Manufacturer narrative:
A field service engineer went onsite to investigate the problem and to evaluate the device. The software version the device had was l.01.09. The problem was related to a high pass filter in this ECG software. The filter which causes falsely elevated st regions on ECG's needs to be activated first for this to occur. This activation is triggered from inop's namely "ECG check cable" or "ECG noisy electrode" which can in turn be caused by a low impedance between ECG lead wires and the cable shield in the lead set due to fluid ingress or mechanical damage. When for example the "ECG check cable" inop is active, the ECG signal amplitudes are compromised because of the shunt resistance of the defective ECG cable. As a result of this , the st segment in the ECG signal may be slightly altered. The user needs to make sure no ECG inop is active before capturing a diagnostic 12-lead ECG. The reported failure was confirmed by the field service engineer who upgraded the software to software version l.01.22. This addressed the issue with the high pass filter. The patient in question suffered no untoward affects as a result of the urgent coronary angiogram. The device failed to work as intended. This issue was caused by a malfunction of the device. The problem was resolved by upgrading the software to version l.01.22. The product remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.